Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported, the pad was discolored. It was not used. Initial evaluation of the returned sample found the pad did not have continuity.